Manufacturer narrative:
UDI: (B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crtd) was brought to the hospital due to feeling weak. It was reported the patient had a history of kidney issues. A family member reported the device was interrogated at that time and a device anomaly was noted. Additionally, the death certificate stated cardiogenic shock metabolic acidosis, acute kidney dysfunction and ICD malfunction.